Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: how many were ordered and how many quantity were affected? 12 boxes. Three panels involved in this mis-ID . Panel lot number: 1023336 (verified; and we always scan the box barcodes so your system must have a problem); please lookup lot number according to panel sequence numbers included. Hazard, injury or erroneous results details did a death occur? No if yes¿ date and time of death: n/a. If yes¿ detailed death description:n/a. Did a serious injury occur?no. If yes¿detailed serious injury: did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): misid. 1. What result did the customer obtain from the bd product? Staph simulans and kocuria kristinae. 2. What result was the customer expecting to obtain (if different from the obtained result) aerococcus. 3. Was this a qc, validation, or proficiency test? No. Reported mis ID.

Manufacturer narrative:
H6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of aerococcus sanguinicola and aerococcus urinae as staphylococcus simulans and kocuria kristinae when using phoenix panel pmic/ID-107 (448607) batch number 2333610. The customer did not provide panel returns or phoenix generated lab reports but provided two isolates for the investigation. The two isolates were ran on a bruker maldi and were identified as aerococcus sanguinicola and aerococcus urinae. It is to be noted that bd phoenix does not have claims for a. Sanguinicola. To investigate, five retention panels from complaint batch 2333610 was inoculated with customer returned isolate a. Sanguinicola and placed in a phoenix m50 to observe for identification results. Also, one retention panel from complaint batch 2333610 was inoculated with customer returned isolate a. Urinae and placed in a phoenix m50 to observe for identification results. The five panels inoculated with a. Sanguinicola returned four panels identifying as aerococcus viridans, and one identifying as s. Haemolytics/lugdensis. The panel inoculated with a. Urinae returned the identification result of a. Urinae. As a result of the investigational testing and lack of claims for a. Sanguinicola, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on batch 2333610, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D.3 common device name: system, test, automated antimicrobial susceptibility. Reported lot number 1023336 was reported, however, this is not a lot # manufactured for the reported catalog #. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: how many were ordered and how many quantity were affected? 12 boxes. Three panels involved in this mis-ID. Panel lot number: 1023336 (verified; and we always scan the box barcodes so your system must have a problem); please lookup lot number according to panel sequence numbers included. Hazard, injury or erroneous results details did a death occur? No if yes¿ date and time of death: n/a. If yes¿ detailed death description:n/a. Did a serious injury occur?no. If yes¿detailed serious injury: did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): misid. What result did the customer obtain from the bd product? Staph simulans and kocuria kristinae. What result was the customer expecting to obtain (if different from the obtained result) aerococcus. Was this a qc, validation, or proficiency test? No. Reported mis ID.

Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient sample was misidentified. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5.it was reported while using bd phoenix¿ pmic/ID-107, a patient sample was misidentified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.